Manufacturer narrative:
(B)(6) clinical study. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on (B)(6) 2021 as part of the (B)(6) clinical study. The patient had a medical history of ampullary adenoma and prior gastrointestinal surgical/upper endoscopic procedures (native major papilla). During the procedure, the water bottle connected to the end of the hydra tubing fell off the cart, causing the exalt air/water connector on the umbilicus to snap when the hydra tubing tugged on it. The break in the connector led to complete loss of air and water flow, and caused a leak. The exalt scope was inside the patient when this event occurred. At this time, there were no visualization problems noted. It was reported that the water bottle must have been bumped when the technician was working on the erbe machine that was on the same cart as the exalt controller. The physician unplugged the scope from the controller and plugged it back in. After the physician plugged the scope back into the controller, the exalt image would not turn back on. There was only a gray screen with 3 dots. They restarted the controller and still could not get an image with the scope. The physician switched to a second exalt scope and successfully completed the procedure. On (B)(6) 2021, the patient experienced acute pancreatitis. As a result, the patient was hospitalized on (B)(6) 2021, and discharged on (B)(6) 2021. The pancreatitis was reported to be resolved on (B)(6) 2021. The loss of visualization and the loss of air and water flow were not related to the acute pancreatitis. However, the exalt scope was reported to be possibly related to the patient's pancreatitis.

Event description:
Note: this report pertains to the first of two exalt model d single-use duodenoscopes used during the same procedure. Refer to manufacturer report number (MFR. Report #) 3005099803-2021-01009 for the first exalt model d single-use duodenoscope and MFR. Report # 3005099803-2021-02966 for the second exalt model d single-use duodenoscope. It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on february 9, 2021 as part of the exalt d scope 01b clinical study. The patient had a medical history of ampullary adenoma and prior gastrointestinal surgical/upper endoscopic procedures (native major papilla). During the procedure, the water bottle connected to the end of the hydra tubing fell off the cart, causing the exalt air/water connector on the umbilicus to snap when the hydra tubing tugged on it. The break in the connector led to complete loss of air and water flow, and caused a leak. The exalt scope was inside the patient when this event occurred. At this time, there were no visualization problems noted. It was reported that the water bottle must have been bumped when the technician was working on the erbe machine that was on the same cart as the exalt controller. The physician unplugged the scope from the controller and plugged it back in. After the physician plugged the scope back into the controller, the exalt image would not turn back on. There was only a gray screen with 3 dots. They restarted the controller and still could not get an image with the scope. The physician switched to a second exalt scope and successfully completed the procedure. On february 10, 2021, the patient experienced acute pancreatitis. As a result, the patient was hospitalized on february 10, 2021, and discharged on february 17, 2021. The pancreatitis was reported to be resolved on february 17, 2021. The loss of visualization and the loss of air and water flow were not related to the acute pancreatitis. However, the exalt scope was reported to be possibly related to the patient's pancreatitis. ***additional information received on may 28, 2021*** the clinical site reported that the second exalt scope used in the procedure was possibly related to the patient's pancreatitis. ***additional information received on june 3, 2021*** the ercp was done for an ampullary adenoma. It was planned to do a snare resection of the adenoma. The case was started by performing a diagnostic ercp using wire-guided access. The physician was able to successfully cannulate the pancreatic duct but was unsuccessful in cannulating the bile duct. The physician then removed all guidewires and performed a snare ampullectomy. Very shortly after successfully completing the snare excision, the endoscopy technician reached down to the base of the endoscopy tower to unplug the patient's grounding pad from the electrosurgical generator. That act caused the water bottle connected to the hydra tubing to fall off of the cart and put traction on the air/water connector to the exalt d scope. This caused the connection to break away from the endoscope. The physician was about to instruct his staff not to unplug the scope so he could continue to visually monitor the resection site and the specimen despite the lack of functioning insufflation and irrigation, when his technician, in the process of trouble shooting the endoscope, unplugged it from the controller. When they plugged it back in, visualization would not return. As a result, the scope was removed from the patient (no accessories were still in the patient at this point) and replaced with a new exalt d duodenoscope. When the second scope was connected to the controller, an image was obtained, however, the physician noticed that water was "dripping" from 3 holes on the underside of the connector to the controller. This did not compromise the function of the scope. The physician was able to reintroduce the second duodenoscope into the patient and complete the procedure. This included gaining wire guided access to both the pancreatic and bile ducts and placing plastic stents into each.

Manufacturer narrative:
Block g2 (report source): e7158 exalt dscope 01b clinical study block h6 (patient codes): patient code e1021 captures the reportable event of pancreatitis requiring hospitalization. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization. Block h10: the returned exalt model d single-use duodenoscope was analyzed, and a visual evaluation noted that there was no evidence of any damage or defect observed on the shaft or tip of the device. The umbilicus was visually inspected: it was noted that the fluidics connector that connects to the hydra was fractured, and the remainder of the connector was not returned. An image assessment was conducted by connecting the exalt scope to a controller. Upon connection, a live, clear image was displayed. The camera was pointed at differing surfaces to test the auto-focus and auto-brightness adjustment, and no problems were noted. The device was articulated using the knobs on the handle in each combination of directions, and no problems were noted with the image. The umbilicus connector was opened to visually inspect components within; it was noted that fluid residue/corrosion was present on the umbilicus printed circuit board assembly (pcba), specifically surrounding the connector that carries the image signals from the controller to the handle. The reported event was confirmed. Analysis of the returned device found the fluidics connection on the umbilicus had been fractured, resulting in an inability to sustain fluidics and air and resulting in water leakage at the umbilicus. In addition, the leak that this caused during the case resulted in observed residue/corrosion on the umbilicus pcba. This residue would indicate the presence of saline on the pcba during the event, which would result in the reported loss of image. Based on the event description, the event was caused by an inadvertent dropping of the water bottle. (The water bottle was a non bsc device) this water bottle falling caused the cascade of events that resulted in leakage and visualization problems, confirmed by product analysis. Based on the investigation findings, the conclusion code assigned to the event is unintended user error caused or contributed to event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A search of the complaint database confirmed that no similar complaints exist for connector break due to this root cause. A labeling review was performed using the instructions for use for exalt model d to review for instructions related to verification of a live image during use, and confirmed that these instructions are included in the labelling. In addition, the instructions were reviewed to confirm steps are listed for connecting fluidics to the device. Additionally, the reported patient event of pancreatitis was listed in the adverse patient conditions, specifically as inflammation and infection. There is no evidence that the device was misused.

Manufacturer narrative:
Block g2 (report source): e7158 exalt dscope 01b clinical study. Block h6 (patient codes): patient code e1021 captures the reportable event of pancreatitis requiring hospitalization. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization. Problem code a0501 captures the reportable event of connector break. Block h10: the returned exalt model d single-use duodenoscope was analyzed, and a visual evaluation noted that there was no evidence of any damage or defect observed on the shaft or tip of the device. The umbilicus was visually inspected: it was noted that the fluidics connector that connects to the hydra was fractured, and the remainder of the connector was not returned. An image assessment was conducted by connecting the exalt scope to a controller. Upon connection, a live, clear image was displayed. The camera was pointed at differing surfaces to test the auto-focus and auto-brightness adjustment, and no problems were noted. The device was articulated using the knobs on the handle in each combination of directions, and no problems were noted with the image. The umbilicus connector was opened to visually inspect components within; it was noted that fluid residue/corrosion was present on the umbilicus printed circuit board assembly (pcba), specifically surrounding the connector that carries the image signals from the controller to the handle. The reported event was confirmed. Analysis of the returned device found the fluidics connection on the umbilicus had been fractured, resulting in an inability to sustain fluidics and air and resulting in water leakage at the umbilicus. In addition, the leak that this caused during the case resulted in observed residue/corrosion on the umbilicus pcba. This residue would indicate the presence of saline on the pcba during the event, which would result in the reported loss of image. Based on the event description, the event was caused by an inadvertent dropping of the water bottle. (The water bottle was a non bsc device) this water bottle falling caused the cascade of events that resulted in leakage and visualization problems, confirmed by product analysis. Based on the investigation findings, the conclusion code assigned to the event is unintended user error caused or contributed to event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot a search of the complaint database confirmed that no similar complaints exist for connector break due to this root cause. A labeling review was performed using the instructions for use for exalt model d to review for instructions related to verification of a live image during use, and confirmed that these instructions are included in the labelling. In addition, the instructions were reviewed to confirm steps are listed for connecting fluidics to the device. Additionally, the reported patient event of pancreatitis was listed in the adverse patient conditions, specifically as inflammation and infection. There is no evidence that the device was misused.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on (B)(6) 2021 as part of the exalt d scope 01b clinical study. The patient had a medical history of ampullary adenoma and prior gastrointestinal surgical/upper endoscopic procedures (native major papilla). During the procedure, the water bottle connected to the end of the hydra tubing fell off the cart, causing the exalt air/water connector on the umbilicus to snap when the hydra tubing tugged on it. The break in the connector led to complete loss of air and water flow, and caused a leak. The exalt scope was inside the patient when this event occurred. At this time, there were no visualization problems noted. It was reported that the water bottle must have been bumped when the technician was working on the erbe machine that was on the same cart as the exalt controller. The physician unplugged the scope from the controller and plugged it back in. After the physician plugged the scope back into the controller, the exalt image would not turn back on. There was only a gray screen with 3 dots. They restarted the controller and still could not get an image with the scope. The physician switched to a second exalt scope and successfully completed the procedure. On (B)(6) 2021, the patient experienced acute pancreatitis. As a result, the patient was hospitalized on (B)(6) 2021, and discharged on (B)(6) 2021. The pancreatitis was reported to be resolved on (B)(6) 2021. The loss of visualization and the loss of air and water flow were not related to the acute pancreatitis. However, the exalt scope was reported to be possibly related to the patient's pancreatitis.

Manufacturer narrative:
Block g2 (report source): e7158 exalt dscope 01b clinical study block h6 (patient codes): patient code e1021 captures the reportable event of pancreatitis requiring hospitalization. Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization. Block h10: the returned exalt model d single-use duodenoscope was analyzed, and a visual evaluation noted that there was no evidence of any damage or defect observed on the shaft or tip of the device. The umbilicus was visually inspected: it was noted that the fluidics connector that connects to the hydra was fractured, and the remainder of the connector was not returned. An image assessment was conducted by connecting the exalt scope to a controller. Upon connection, a live, clear image was displayed. The camera was pointed at differing surfaces to test the auto-focus and auto-brightness adjustment, and no problems were noted. The device was articulated using the knobs on the handle in each combination of directions, and no problems were noted with the image. The umbilicus connector was opened to visually inspect components within; it was noted that fluid residue/corrosion was present on the umbilicus printed circuit board assembly (pcba), specifically surrounding the connector that carries the image signals from the controller to the handle. The reported event was confirmed. Analysis of the returned device found the fluidics connection on the umbilicus had been fractured, resulting in an inability to sustain fluidics and air and resulting in water leakage at the umbilicus. In addition, the leak that this caused during the case resulted in observed residue/corrosion on the umbilicus pcba. This residue would indicate the presence of saline on the pcba during the event, which would result in the reported loss of image. Based on the event description, the event was caused by an inadvertent dropping of the water bottle. (The water bottle was a non bsc device) this water bottle falling caused the cascade of events that resulted in leakage and visualization problems, confirmed by product analysis. Based on the investigation findings, the conclusion code assigned to the event is unintended user error caused or contributed to event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot a search of the complaint database confirmed that no similar complaints exist for connector break due to this root cause. A labeling review was performed using the instructions for use for exalt model d to review for instructions related to verification of a live image during use, and confirmed that these instructions are included in the labelling. In addition, the instructions were reviewed to confirm steps are listed for connecting fluidics to the device. Additionally, the reported patient event of pancreatitis was listed in the adverse patient conditions, specifically as inflammation and infection. There is no evidence that the device was misused. Block h11 (correction): the statement in h10 reported in the initial MDR stating that "a0501 captures the reportable event of connector break" submitted on 3/11/21 was entered in error. The problem code "a06 optical problem" is the only reportable problem code associated with this medwatch report.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the duodenum on (B)(6) 2021 as part of the exalt d scope 01b clinical study. The patient had a medical history of ampullary adenoma and prior gastrointestinal surgical/upper endoscopic procedures (native major papilla). During the procedure, the water bottle connected to the end of the hydra tubing fell off the cart, causing the exalt air/water connector on the umbilicus to snap when the hydra tubing tugged on it. The break in the connector led to complete loss of air and water flow, and caused a leak. The exalt scope was inside the patient when this event occurred. At this time, there were no visualization problems noted. It was reported that the water bottle must have been bumped when the technician was working on the erbe machine that was on the same cart as the exalt controller. The physician unplugged the scope from the controller and plugged it back in. After the physician plugged the scope back into the controller, the exalt image would not turn back on. There was only a gray screen with 3 dots. They restarted the controller and still could not get an image with the scope. The physician switched to a second exalt scope and successfully completed the procedure. On (B)(6) 2021, the patient experienced acute pancreatitis. As a result, the patient was hospitalized on (B)(6) 2021, and discharged on (B)(6) 2021. The pancreatitis was reported to be resolved on (B)(6) 2021. The loss of visualization and the loss of air and water flow were not related to the acute pancreatitis. However, the exalt scope was reported to be possibly related to the patient's pancreatitis.